Event description:
Customer stated that they had two pts with negative vidas d-dimer exclusion resultsbut that were diagnose with deep venous thrombosis (dvt). Customer was asked to get pt profile. Customer was also asked if either pt was on heparin therapy or if the specimens were drawn through a heparin lock as that is noted in our labeling to affect results. The customer never called back. After our customer service group left repeated messages, the customer called back to tell us that "the hosp does not wish to pursue the matter further and that everything was fine". They refused to provide any further information.